Event description:
On the two separate occasions, the unit displayed a "check electrodes" message. The first malfunction occurred when medics attempted to analyze a pt (age and gender unk). The unit was in AED mode and the multi-function electrodes were being used. The unit's monitor screeen displayed the error message and the medics transferred the pt to another unit (MFR unk). There was no adverse effect on the pt. The medics were unable to duplicate the malfunction and the unit was returned to service. Some time later, medics were monitoring a pt (age and gender unk) using a three lead cable and the unit was in AED mode. When the error message appeared, the medics switched the unit to manual mode and they were able to obtain an ECG trace. There was no adverse effect on the pt. The medic evaluated the unit a second time and they were still unable to duplicate the malfunction.